Event description:
On (B)(6) 2015, the following information was obtained during a post market surveillance internet search on (B)(6): "it is supposed to be used for moisture on a wound, but there was too much moisture and it made the wound worse." No additional information is available. The contact information of the complainant was not provided, therefore kci is unable to make attempts to obtain additional information.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound getting worse is related to adaptic non-adhering dressing. It is unknown if medical or surgical intervention was required.